Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: a hole in the camera cable and the camera cable was not watertight. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunctions: poor connection: the cause of the problem could not be identified based on the information obtained from this complaint and the results of the investigation. There is a flaw (hole) in the camera cable: the cause of the occurrence could not be identified based on the information available from this complaint and the results of the investigation. Camera cable was not watertight: it is assumed that the camera cable had a hole in it, which made it impossible to maintain airtightness, leading to a watertight failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had poor connection. The issue was found during an unknown therapeutic procedure. The device was inspected prior to use. There were no reports of patient harm.